Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The stylus functioned properly, and the display was in calibration. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-09-18: the programmer was returned for service.